Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an insulin flow blocked alarm. The customer¿s blood glucose level was 30.0 mmol/l. The customer reported that the event was resolved by changing the complete infusion and reservoir. They declined troubleshooting for the high blood glucose. The product will not be returned for analysis.